Manufacturer narrative:
The insulin pump passed the displacement, excessive no delivery and prime tests. No unexpected no delivery alarms were noted. The insulin pump was received with broken reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed no delivery multiple times during basal and manual prime. Customer stated that the alarm occurred despite set changes. Customer's blood glucose reading at the time of the call was 205 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.